Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. However, hal software error detected and history pointers failed and history pointers are corrupted error are found in the device history file due to software errors. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hal software error detected alarm as well as the main arm cannot communicate with the motor arm alarm. The customer blood glucose level was 9.3 mmol/l. The customer did not assist with troubleshooting. The device will not be returned for analysis.